Event description:
It was reported the patient was attempted to be placed on tandemheart however when the pump was connected to the circuit, it stopped working. The controller went into backup mode indicating the pump could not start. The decision was made to put the patient on a different system at that time. Troubleshooting was performed to attempt to get the pump to function however it did not work. The pump was stated to be available for return however it has not been received by the manufacturer to date. A review of the manufacturing records was performed and did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
It was reported that the patient expired during the case.

Manufacturer narrative:
Report type, corrected data: initial report inadvertently did not contain information about patient death. Outcomes attributed to adverse event (check all that apply), corrected data: initial report inadvertently did not contain information about patient death. Describe event or problem, corrected data: initial report inadvertently did not contain information about patient death. Type of reportable event, corrected data: initial report inadvertently did not contain information about patient death. H6 event problem and evaluation codes, corrected data: initial report inadvertently did not contain information about patient death.

Event description:
The pump was returned and analysis was completed. During product analysis, it was found the pump performed according to functional specifications during the simulation. There were particulates found in the journal bores and scoring marks present in the lower housing. Based on this information, the cause of the pump issues was caused by an unprimed lower housing of the pump.